Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss advised the customer to change from linear aspiration to fixed and back. The customer did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. This event type is consistent with a known issue and is addressed in an internal investigation. The root cause was determined to be due to an issue that is present in the software revision the customer has in the system. (B)(4).

Event description:
A customer reported that during an anterior vitrectomy procedure there was no vacuum available only irrigation. The procedure was completed with the same equipment with no delays. There was no patient harm.